Manufacturer narrative:
Correction information: g6: follow up #1 h2: if follow-up, what type? H3: device evaluated by manufacture h6: coding changed based on the investigation result. Additional information: d4: unique identifier (UDI) d8: was this device serviced by a third party? H4: device manufacture date. Evaluation summary: it was determined that the darkened image was caused by damage due to aging deterioration of the lcb fiber due to long-term use (used for 7 years, no repair history). The scope was repaired by the third party and returned to the hospital.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in us so that unique identifier is blank.

Event description:
The image was dark , when changed the light source , it was still dark. Lt was preliminarily determined that the lcb was damaged and needed to be replaced. This event occurred at the time to before use. There was no report of patient harm.